Event description:
On (B)(6) 2010, pt had an elective cath/pci with stent placement, 80% stenosis in mid-distal lad, and a 70% stenosis just after take off of first diagonal. A 2.75x23 xience v rx deployed across distal lesion with an additional post dilation using the stent balloon. A 2.75x28 xience v rx positioned across more proximal lesion and deployed with an additional post dilation with the stent balloon. Pt discharged on asa and plavix. Pt presents with chest pain on routine daily exertion, worsening (B)(6) 2011 prompting presentation to ER at 0436 (B)(6) 2011 with a non stemi. Taken to ccl (B)(6) 2011, films reveal 95% thrombotic occlusion of previously placed stents in lad. A 3.0x15 nc quantum apex mr used to dilate area with success. Pt discharged on asa and prasugrel.